Manufacturer narrative:
Eua: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer received discrepant results. The customer received positive results using bd veritor ¿ at-home covid-19 test and several days later they received negative results using another brand of at-home test. This event occurred 2 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: " I took both of these tests- (my husband had already tested positive, with another brand test) so I was sure I prob had it. Well I trusted these tests that I didn¿t went on as usual. Couple days later it hit my like a ton of bricks- and if course I took a different brand test and tested positive back to back." Eua: (B)(4).

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer received discrepant results. The customer received positive results using bd veritor ¿ at-home covid-19 test and several days later they received negative results using another brand of at-home test. This event occurred 2 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: " I took both of these tests- (my husband had already tested positive, with another brand test) so I was sure I prob had it. Well I trusted these tests that I didn¿t went on as usual. Couple days later it hit my like a ton of bricks- and if course I took a different brand test and tested positive back to back." Eua (B)(4).

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿discrepant results¿ bd veritor at home covid-19 tests (material # 256094), batch number unknown, ¿it was reported by the customer that they got negative results then tested with a different brand and received positive results.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.